Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently has no video display or the video display is unreadable. The complainant indicated that there was no pt involvement in the reported failure.